Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When he opened the cassette door the inside was wet with fluid. The patient had already contacted his pd nurse. He discarded the set. During follow up, his pd nurse reported that his effluent was clear. He did not have signs of infection. He was prescribed prophylactic antibiotic cefazolin. No adverse event reported at this time.